Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer's blood glucose level was unknown at the time of the call. Customer reports that insulin pump was on audio vibrate mode. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, sleep current test, active current test and self test. Charge/battery lasts less than expected not confirmed. No audio anomalies or pump error 63 alarms noted during testing. Audio levels changed when adjusted. No pump error 63 alarms found in pump history file. Audio/vibrate anomaly/absence of alarm not confirmed. Pump error 63 not confirmed. (B)(4).